Event description:
Customer reported that the insulin pump was cracked and gave motor error alarms. The blood glucose reading was 122 mg/dl. He stated that the insulin pump had occasionally gotten wet but was not exposed to a strong magnetic field or MRI. He stated that he was able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.